Event description:
The pt's device was tested and revealed abnormal results. External equipment was exchanged and programming changes were made; however, the issue was not resolved. The center will pursue device revision surgery.